Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Cts instructed the caller to attempt various troubleshooting steps, but the pump did not respond, leading cts to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. The replacement will be sent without requiring a delivery signature, and the caller was informed about the processes for returning the faulty pump and using the replacement.